Event description:
The nurse reported that the anterior vitrectomy luer lock will not allow connection to the system. The nurse tried water on the o-ring for temporary use. Additional information received from the nurse stated a posterior capsule tear occurred during cataract surgery. The nurse stated she would complete a questionnaire. Patient status is unknown at this time.

Manufacturer narrative:
The company service representative examined the system and found the cpc connector worn. The cpc connector was replaced. The company service representative performed preventive maintenance. The system was then tested and met all product specifications. The cpc connector issue was not related to the patient event reported. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.